Manufacturer narrative:
The zoom 71- and third-party access catheter were returned for investigation. It was confirmed the zoom 71 catheter had separated into two segments. The investigation noted damage of the zoom 71 consistent with an axial force being applied, resulting in stretching of shaft materials prior to the device breaking. Additionally, kink and tip damage were observed on the distal segment. Follow up with the physician noted that the tip damage was caused during removal of the zoom 71 from the access catheter outside the patient with some type of forceps. Additionally, it was noted that the access catheter had a kink in the approximate region where the zoom 71 had broken. The lot number for the zoom 71 was reported as unknown. Zoom 71 device lots from the 6 months prior to the complaint were reviewed. Lot history review of the finished goods lots determined that each one met all design and manufacturing specifications. Based on the investigation, review of case images, and follow up with the physician the most likely cause for the shaft separation tortuous anatomy leading to kinking of the third-party access catheter creating a constriction. The location of the kink on the third-party access catheter aligned with the location of the hard turn at the v2 to v3 transition. The zoom IFU provides the following warning related to resistance. "Exercise care when manipulating the device through tortuous anatomy. Do not advance or withdraw the catheters or accessory/adjunctive devices against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, withdraw all devices as a single unit. Excessive manipulation or torquing the device against resistance may result in damage to the vasculature or the device."

Event description:
The patient was treated for an occlusion at the basilar (exact location not provided). Access was obtained through the femoral artery using an 8f x 70cm long sheath, third-party access catheter, zoom 71 over a zoom 35 and a third-party guidewire. The right vertebral artery takeoff was noted to have a 360° turn. A hard turn was noted at the v2 to v3 segment. There were no signs of vessel disease, and the clot consistency was noted to be typical. Resistance was noted when advancing the device close to the occlusion. The third-party access catheter and zoom 71 were advanced to the basilar. The first pass was completed without any issues. During the second pass, the same devices were used. While retracting the zoom 71 out on aspiration, no tip movement was observed. To maintain access, the physician decided to keep the third-party support catheter in place while the zoom 71 was completely removed. It was observed that the distal segment of the zoom 71 was still in the patient. A third-party micro catheter was inserted into the access catheter to attempt to remove the distal section of the zoom 71 with a stent retriever, however the micro catheter was unable to advance to the distal section of the zoom 71. The access catheter was then removed from the patient. Upon removal it was noticed that the zoom 71 distal section was stuck in the access catheter and removed from the patient as a system. Outside the patient the distal section of the zoom 71 was removed from the access catheter however required the use of significant force. Complete reperfusion was achieved with a tici 3 result. The patient was reported to have passed away sometime after the case. However, per the physician, patient's death was not related to the thrombectomy procedure.

Event description:
This follow-up supplemental report #1 is being submitted to update section h6 'adverse event problem code'. There are no changes to the information, facts, or conclusions reported in the original initial MDR.

Manufacturer narrative:
The following fields were updated: b4: date of this report b5: describe event or problem g6: type of report h2: if follow-up, what type? H6: adverse event problem code (health effect - impact code) h11: additional manufacturer narrative. Following an internal review on august 11, 2025, it was noted that the h6 section (health effects - impact) should be updated to reflect the appropriate code. There are no changes to the information, facts, or conclusions reported in the original initial MDR.